Event description:
Complainant alleged that the medic was treating a pt, who had been down for about six hours. The pt's extremities were cold, the jaw had stiffened and it appeared that rigor mortis had begun. The medic analyzed the pt's heart rhythm with the device in semi-automatic mode. The device analysis indicated that the pt was presenting an asystole heart rhythm, but the device advised a shock to the pt. The medic reported that because the pt's family was observing the event, he administered one shock. When the shock was administered, the pt did not move, although the device indicated that the pt had received the energy. The pt was subsequently pronounced. The complainant indicated that the pt outcome was not as a result of the reported malfunction.